Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However review of the alarm logs indicated this failure occurred. Checkout of the unit and all system calibrations were completed, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: phone call 4/12/17, phone call 4/13/17, phone call 4/17/17.

Event description:
The hospital reported the unit would not start pressure mode ventilation during a case. The patient was switched to volume mode. There was no report of patient injury.